Manufacturer narrative:
Insulin ump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with failed battery alarm. The blood glucose was unknown at the time of the incident. Customer was just doing regular activity and received an alarm for battery failed. Troubleshooting steps were guided for failed battery test alarm. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.